Event description:
A 1.5 mm diameter x 20 mm length sprinter otw dilatation balloon catheter was inserted into a pt for the treatment of an unk lesion. Lesion morphology was not reported. It was reported that the balloon would not inflate, possibly due to a cracked hub. The device was successfully removed. It is unk how the case was completed. No clinical sequelae were reported. The pt's condition is unk.

Manufacturer narrative:
(B) (4). Results - (lack of information). Eval of returned device: the device was returned and there was a leak detected on the inner shaft. There was a bulge at the leak site suggesting that the inner shaft had been damaged from the inside. Communications received indicated that the device got stuck on the guide wire and could not be moved. Further communications indicated the presence of a leak as it was reported that the balloon would not inflate. The damage noted to the returned device suggests that following a successful inflation of the balloon, the inner shaft was damaged possibly by the procedural guidewire. The possibility exists that during movement of the guidewire, the inner shaft was punctured resulting in a leak.